Event description:
A call was received through technical services reporting patient presented to emergency department with sycope and was receiving shocks. Interrogation of the device showed multiple non-sustained episodes at short intervals. The lead was replaced. Additional information received from attorney alleges that patient taken to operating room for 'malfunction of defibrillator' and that during surgery, artery was perforated, patient lost significant amount of blood, went into kidney failure, then multiple organ failure. States patient died 14 days later after family removed life-sustaining devices. Replacement devices at the time of perforation were non-medtronic.

Manufacturer narrative:
This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Our records indicate the patient expired more than one year ago. The cause of death has been researched but has not been received. Attorney later alleges patient suffered physical and other injury as a result of the recalled lead" and "in 2006, (patient) experienced inappropriate and/or excessive shocking, fracture or other injury requiring medical intervention including but not limited to surgery, removal and/or replacement of the defective sprint fidelis lead." Further alleges patient "sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish, economic losses and other damages" and patient "died as a direct and proximate result of defects" in lead. Attorney alleged the patient "suffered bodily injury and resulting pain and suffering, disability, disfigurement, mental anguish, loss of capacity of the enjoyment of life, shortened life expectancy." Review of manufacturer's database verified patient's death and that the sprint fidelis lead was not implanted at the time of patient death. The cause of death has been researched and not received.

Event description:
A call was received through technical services reporting pt presented to ER with sycope and was receiving shocks. Interrogation of the device showed multiple non-sustained episodes at short intervals. The lead was replaced. No further patient complications have been reported as a result of this event. Additional information received from attorney alleges that pt taken to or for 'malfunction of defibrillator' and that during surgery, artery was perforated, pt lost significant amount of blood, went into kidney failure, then multiple organ failure. States pt died 14 days later after family removed life-sustaining devices. Replacement devices at the time of perforation were non-medtronic.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.